Event description:
Same case as MFR report #: 2134265-2009-02080. It was reported that during a peripheral vascular procedure the shafts of the delivery systems of a 3.5x28mm and a 3.5 x 32 mm taxus liberte drug eluting stents fractured. Additional info has been requested but has not been received.